Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with mentor smooth round moderate profile 175cc saline breast implants which the left side deflated after implantation. The issue was diagnosed via ultrasound. As a result patient removed and replaced the implant with another implant catalog number 351620, lot number 7643260 on (B)(6) 2019.

Manufacturer narrative:
On 6/10/2019, mentor received the suspect device. Device evaluation completed on 6/25/2019: during evaluation of the sample it was noticed a tear located at the anterior view measuring 9.5 cm. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).